Event description:
Defective distal end. During the reaction, the tip of the device ( small metal part) unset. The physician removed the tip out of the patient and used another like device to finish the procedure with success. Mitek complaint analyst interpretation: a metal portion of the distal tip of a vapr coolpulse electrode broke off and fell into the patient during a procedure. The surgeon removed the broken part of the tip from the patient and used another like device to complete the procedure with no reported adverse patient consequences.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken and is returned separately. Closer inspection of the electrode and the broken active tip showed that failure has occurred low down within the shaft. It appears that the suction tube had sheared at the juncture between itself and the active tip. The exact root cause of this failure is unknown at this time but could be related to prolonged use or component failure. A corrective action is initiated at the supplier to investigate this failure and determine a root cause. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. From may 2013 to may 2014, there were (B)(4) other complaints noted with the same failure. The observed complaint rate is (B)(4) and is well below the expected rate of (B)(4) per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Defective distal end. During the rection, the tip of the device ( small metal part) unset. The physician removed the tip out of the patient and used another like device to finish the procedure with success. Mitek complaint analyst interpretation: a metal portion of the distal tip of a vapr coolpulse electrode broke off and fell into the patient during a procedure. The surgeon removed the broken part of the tip from the patient and used another like device to complete the procedure with no reported adverse patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. In transit